Manufacturer narrative:
The reported issue of over infused due to programming could not be confirmed. No device log nor product was returned for investigation. No further investigation at this time. Device history review: a review of the device history record showed the device had a manufacture date of 06/102015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device history record only.

Event description:
It was reported the nurse said that the 8120 had over infused the amount of morphine to quickly. There was no patient harm. Per the customer, the event logs were reviewed, and it was determined that staff programmed the device incorrectly.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the nurse said that the 8120 had over infused the amount of morphine to quickly. There was no patient harm. Per the customer, the event logs were reviewed, and it was determined that staff programmed the device incorrectly.